Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the base batteries were dead on arrival due to the machine not being maintained. There was no patient involvement.